Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
Customer alleged a transoral incisionless fundoplication (ctif) and hiatal hernia repair was completed on (B)(6) 2025 without incident and the patient went home the next morning. The patient re-entered the hospital in the ICU on (B)(6) 2026 as she was becoming septic. On (B)(6) 2026 the patient had epigastric pain and an elevated white cell count. On the evening of (B)(6) 2026, a cta of the patients' chest confirmed bilateral plural effusions, identifying a "leak/perforation". A right chest tube was then placed and an esophagogastroduodenoscopy (egd) was performed confirming a proximal perforation to the gastroesophageal junction. A covered stent was placed to seal the injury and stabilize the patient. The perforation itself was in the area of the serosafuse fasteners, placed by the esophyx device.